Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stent. It was reported that approx 1 year and 4 months post an rx wallstent permalume 10mm x 40mm stent placement in the distal common bile duct (cbd), it was noted that the stent had migrated. The pt underwent the stent removal procedure at which time it was noted that "40% of the stent was visible in the lumen." The stent was removed utilizing an unspecified snare and a 2nd rx wallstent permalume 10mm x 40mm stent was placed. It was noted that the pt's condition resolved with the stent removal and replacement.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of complaints reported for this product family found a neutral trend for the period of may 2008 to july 2008.